Manufacturer narrative:
Continuation of medical devices: 419678 lead implanted; (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing an increase in shortness of breath. The patient's device was not accurately collecting data and the right atrial (ra) lead was exhibiting intermittent atrial undersensing. The lead and device remain in use. No further patient complications have been reported as a result of this event.